Event description:
The customer reported that his blood glucose reached 18 mmol/l (324 mg/dl) before he removed the pod.

Manufacturer narrative:
The returned device was evaluated and evidence of an internal leak was observed. Pressure testing found that the source of the leak was a damaged cannula most likely caused by a manufacturing error. Qualification records were reviewed and the product lot met all acceptance criteria. An investigation into this issue was conducted and manufacturing operators were retrained to properly handle the cannula sub-assembly. The omnipod user guide warns "test results greater than 13.9 mmol/l (250 mg/dl) mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l (250 mg/dl), but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l (250 mg/dl), follow the treatment advice of your healthcare provider." And advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."